Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was received and the following was provided: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? No other issue mentioned. Just ¿a leak from the staple line¿. How much blood was lost (ml)? Didn¿t say. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). Extra monitoring. Could you please provide extra details for what is meant by extra monitoring and the reason for the extra monitoring? Extra monitoring was decided due to the risk of leaks associated with this procedure. This just simply means a note placed in the case report for the recovery nurses. Were the clips placed intraabdominally or transanally? Clips were placed intra abdominally. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lower anterior resection there was some oozing/bleeding from the staple line. The result was clipped being applied.

Manufacturer narrative:
(B)(4). Date sent: 12/7/2022. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. B1 h1: not reportable, h6: health effect-clinical code, h6: health effect impact code.